Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus. Block h11: investigation results the returned cre pro gi wireguided dilatation balloon was analyzed, and a visual evaluation noted no damages. Functional testing was performed and the balloon was inflated but did not hold pressure due to a pinhole located approximately 5 mm from the tip of the device, which was confirmed during microscopic inspection. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes the reported event of balloon pinhole was confirmed. The returned device was inspected, and functional testing revealed a balloon pinhole located approximately 5 mm from the device tip. It is possible that the pinhole found in the balloon occurred due to procedural factors such as interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or after the procedure could have caused the pinhole on the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used in the esophagus during an endoscopic esophageal dilation procedure performed on (B)(6) 2024. During the procedure, a pinhole was noted at the tip of the balloon and the device could not be used. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used in the esophagus during an endoscopic esophageal dilation procedure performed on (B)(6) 2024. During the procedure, a pinhole was noted at the tip of the balloon and the device could not be used. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.